Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The device did not appear damaged in any way and was prepared per the IFU. During device preparation, the user was unable to de-air the device due to a leak in the hemostasis valve. The stream of saline could not be sealed after several attempts. A new 31mm amplatzer amulet left atrial appendage occluder (8135874) was then chosen to continue the procedure. De-airing was performed on the replacement device without issues and the procedure was completed successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay. The patient was discharged.

Manufacturer narrative:
An event of a user being un-able to de-air the device due to a leak in the hemostasis valve was reported. The returned device investigation found that the hemostasis valve was unsealed. The silicone gasket was observed to be missing from the y-connector with stopcock. The reported event is under further investigation per internal procedures.

Manufacturer narrative:
An event of a user being un-able to de-air the device due to a leak in the hemostasis valve was reported. The returned device investigation found that the hemostasis valve was unsealed. The silicone gasket was observed to be missing from the y-connector with stopcock. The reported event is under further investigation per internal procedures.